Event description:
Rptr states that at least 20 or more surgeons across the u.s. Have expressed a concern about this device. States the eye sutures that he has placed on pediatric patients has come unraveled. Stated the labeling use to say manufactured in the u.s., but now says manufactured in another country. Stated he called the ethicon rep. With this concern, but felt concern wasn't taken seriously. Stated there was a blog rumor on the internet which he took offense to as problem is not being taken seriously. Stated he has 6 surgeries scheduled tomorrow and he has to use an alternate product that he is not used to just because he doesn't trust/won't use this ethicon product any more. Stated nurse at hospital, is the o.r. Nurse who kept the suture and wants FDA to contact her. Stated she even has photos. Rptr wants FDA to look into this problem as surgeons are using this product on eye muscles of children.